Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection and subsequent extrusion of the electrode array. It is unknown whether the patient will be reimplanted with a new device as of the date of this report, march 14, 2016.